Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2014 with the following findings:the complaint could not be duplicated or confirmed. During testing, the blank screen could not be reproduced. Unrelated to the initial complaint, the display screen was dim and discolored. Also unrelated, there were lines observed in the display due to moisture in the pump.